Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl, 205 mg/dl and 483 mg/dl. The customer was assisted with troubleshooting. The customer stated that insulin delivery was suspended due to sg vs bg difference. The insulin pump will not be returned for analysis.